Manufacturer narrative:
Additional information investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104 and test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report:1221359-2021-01363.

Event description:
The customer reported a suspected conflicting result with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient (2) of (2). The customer reported conflicting results with the ID now covid-19 assay performed on different dates on a direct nasopharyngeal swab (ex swab 002 for nasal swab). The initial test with the ID now covid-19 assay generated a positive result. Change to repeat testing was performed once using the same sample and a 2nd time on a new sample. Both generated negative results. Confirmation was performed on nasopharyngeal swabs with ID now generating negative results. The customer stated that it is unknown if the patient was asymptomatic.. Per the customer no patient harm occurred and there was no delay or impact to patient treatment. Additional information was requested but not provided.